Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm in the morning. The customer cleared the alarm and resumed insulin delivery. The customer's blood glucose (bg) level was 200 mg/dl and performed a correction to return to the bg to the target level. The customer last interacted with the pump was last night. The customer adjusted the duration of the auto-off setting.